Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been receiving multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl with a trace of ketones on occasion. To resolve the high bg, the infusion set site was changed each time and a correction bolus was delivered. There was no issues observed with the supplies. The contact thought that scar tissue may be a contributor to the reported event as the site was only rotated within the abdomen area. An occlusion had not occurred on the day of the report.